Event description:
The site reported the following: the veris monitor stopped working mid-way through an MRI scan on a 13 month old anaesthetized patient. The system was re-booted and approximately 5 minutes after restarting the system, power to the veris monitor was again interrupted and the system stopped working. There was no injury or adverse event reported.

Manufacturer narrative:
Immediately following the reported incident, the veris monitor was secured and quarantined by our distributor, who will perform the necessary repairs. Bayer r&I quality assurance product analysis reviewed the info that was provided by the site and is awaiting the return of the repaired components as well as the service report. In the event additional information is obtained, a follow-up report will be submitted.